Event description:
It was reported stimulation was in the wrong location. Patient had a lead revision and was feeling appropriate stimulation. Four days later, the patient noted their stimulation was in their rectum. The patient had been seen for reprogramming but they were unable to change the stimulation to a different location. It was noted all impedances tested normal. Follow up reported the patient was still frustrated with the location of stimulation and will seek to have the lead revised. There were no malfunctions seen or a cause of issue determined. There were no interventions taken or scheduled. It was noted the patient was not receiving effective therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. No patient harm was reported. No indication of product defect.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va03ylp, implanted: (B)(6) 2013, product type: lead. (B)(4).